Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as a fiber leak due to two short fibers noted within the returned dialyzer. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate fmcna provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was tinged from blood residue. During gross visual examination of the sample, the complaint investigator identified a short fiber on the circumference of the fiber bundle on the non-cavity ID end. The returned sample was subjected to a laboratory bubble point test where no leaks were observed (possibly die to the coagulated blood). Subsequent to disassembly an additional short fiber was identified near the short fiber noted during gross visual examination. The additional short fiber was noted on the circumference of the bundle. Further visual examination did not identify any further damage or irregularities within the fiber bundle. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. Although no leaks were detected during laboratory bubble point testing, the short fibers may have resulted in the reported internal leak. The reported complaint event was confirmed based upon visual evaluation. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.